Event description:
This incident was reported to the manufacturer by the patient's contact lens prescribing and/or purchase location, as reported to them by the patient. It was reported that the patient experienced ocular inflammation and sought medical treatment and unspecified medication(s) were prescribed by the treating ophthalmologist. Good faith efforts have been made to obtain additional information without success. This event is being reported in an abundance of caution due to unknown nature and severity of the incident, unconfirmed diagnosis, and the potential for serious and/or permanent injury associated with some ocular/corneal inflammation events. Should further information become available, a follow-up report will be submitted as appropriate. As it is unknown which eye (os/od), or if both eyes (ou) were involved and patient was using a different device in each eye, please refer to linked manufacturer report 9614392-2025-00016 for associated incident report. This adverse event was initially reported on 25 mar 2025 under manufacturer reference number 1314956-2025-00001 with a follow-up report submitted on 02 jun 2025 for device analysis results. Manufacturer's routine record review found that due to administrative error, this event recorded in the manufacturer's quality management system, and originally reported to the FDA, with incorrect manufacturing site and therefore incorrect manufacturer' s reference number. This report is being submitted with the corrected manufacturing site details and with revised manufacturer report number was corrected 2640128-2025-00009.

Manufacturer narrative:
Device sample received and analysis complete. Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. As it is unknown which eye (os/od) or if both eyes (ou) were involved and patient was using a different device in each eye, please refer to linked manufacturer report 9614392-2025-00016 for second associated incident report. Manufacturer's routine record review found that due to administrative error, this event recorded in the manufacturer's quality management system, and originally reported to the FDA, with incorrect manufacturing site and therefore incorrect manufacturer' s reference number, see manufacturer's report 1314956-2025-00001. This report is being resubmitted with the corrected manufacturing site recorded in fields g1 and d3 and with revised manufacturer report number was corrected 2640128-2025-00009.